Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer primed the tubing and did not see drops of insulin exit the tubing. The customer disconnected the luer lock connection and reported that no insulin exited the cartridge tubing. A new cartridge was successfully loaded to address the event and insulin was seen exiting the tubing. The customer's blood glucose level was 160 mg/dl.